Event description:
The customer reported that during use of this insufflator to perform a laparoscopic cholecystectomy, the restrictor light illuminated and there was a loss of visibility to the surgical site. The user obtained a back-up insufflator and the surgery was completed as intended without injury or significant surgical delay.

Manufacturer narrative:
Investigation results: on aug 19, 2009, conmed linvatec received info from the insufflator MFR regarding evaluation of this device. During testing of this unit, the insufflator restrictor light (safety feature) illuminated to inform the user of a problem. The MFR confirmed the reported problem related to pc board failure, which caused an intermittently loss of insufflation. The insufflator instruction manual cautions the user: the insufflator should be inspected before each use. If at any time the unit performs abnormally, remove the unit from service and have it repaired.